Event description:
It was reported that the patient received six shocks for t-wave oversensing. The pace/sense portion of the model 6947 was capped, and a model 5076 was added to the system. No patient complications have been reported as a result of this event.